Event description:
The lay user/pt called lifescan (lfs) on april 12, 2008 and alleged that his one touch ultra meter was giving him inaccurate high results. The medical affairs specialist spoke to the pt on april 21, 2008 and verified the following info. According to the pt, the reported issue started in 2008, in the afternoon. He mentioned about receiving a blood glucose reading of 426 mg/dl before lunch and administering higher amount of humalog insulin based on that reading according to his sliding scale. The pt was unable to recall the exact amount of humalog administered. At around 2:30 pm or 3:00pm, he started feeling very weak, shaky and felt like he was going to pass out. He mentioned that he did not test his blood sugar, when he was feeling the symptoms. The pt stated, that he was aware that his blood sugar was lower at that time and therefore, he ate some cookies. He felt better about an hour after that. He mentioned that he was eating as usual that day. He stated, that he received a reading of 196 mg/dl on the reported lfs meter that day in the morning prior to incident. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, he was reading the meter right side up, the unit of measurement was set correctly, and the sample was drawn from an approved source. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed that he developed symptoms that can be associated with severe hypoglycemia after taking insulin based on the lfs meter reading.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.